Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the patient side manipulator (psm) due to the instrument engagement issue along with errors 23212 and 23078. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. Upon visual inspection, the inductive sensor and sterile mount presence pin were found to be broken.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer could not control the instruments. The customer power cycled the system, but they could not engage the camera onto the arm. The or staff re-draped the system and the system faulted while attempting to install the instruments. The customer elected to convert the procedure to another da vinci system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the procedure was completed robotically using da vinci xi system with no injury to the patient.